Event description:
A medtronic representative reported that, during an ear, nose & throat (ent) procedure, the surgeon was unable to register the patient. A medtronic representative arrived on site and immediately provided assistance to the surgeon in registering the patient successfully. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. There was a reported 2 hour delay to address this issue.

Manufacturer narrative:
Patient weight not available from the site. The decision to file this report was derived from findings of an internal manufacturer CAPA addressing delay of therapy to the patient. A medtronic representative, following up with the site, reported that the site was unable to change the contrast of the patient exam computed tomography (CT) . The medtronic representative was able to adjust the contrast without issue. Software investigation determined the software is functioning as designed. Issue was not with patient registration, but with image contrast. Issue resolved. There was a reported two hour delay as the surgeon opted not to contact medtronic technical services by phone, as recommended, but waited for the medtronic representative to arrive.